Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose level was 280 mg/dl. Customer reports that she does not think that the insulin pump is accurately delivering so she has stopped using the pump and reverted to manual injections. The customer also reported that the air bubble into the infusion set. The customer did not want to troubleshoot for the air bubble. The device will be returned foe the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No air bubbles anomaly noted during testing. Device passed the dat test at 0.08730 inches.